Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple inaccurate fill gauge messages using multiple cartridges. The customer's blood glucose (bg) level was high. Insulin injections were used to address the high bg level. During troubleshooting with tandem technical support, the customer received a minimum fill message after loading the cartridge with 350 mg/dl. The customer was to use insulin injections to manage diabetes.